Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 19.87 iu/l and the repeat result on (B)(6) 2017 was 817.9 iu/l. Information concerning if any erroneous result was reported outside of the laboratory or if the patient was adversely affected was requested but it was not provided. The reagent lot number was 240444 with an expiration date of 31-aug-2018.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes could be issues with the instrument or pre-analytics. Other typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance. A reagent handling issue was suspected due to deviations in the calibration data and high imprecision in the qc data.